Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician inspected the control panel and found that the amp power connected was loose and that the p3 amp connector had been improperly connected with one connector pin bent and not making contact. The mount for the control panel is also bent. The connector pin was straightened and the power connectors were connected properly. The unit the passed full functional and safety tests. Reference: (B)(4) and (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the customer reported that vario twin, hl-20 5-pumps console (article number: 70104.3267, serial number: (B)(4)) had a blank cardioplegia display and intermittent pressure channel. Reference: (B)(4) and (B)(4).